Event description:
Boston scientific received information that there were questions regarding differences of longevity during the last three interrogations. Boston scientific technical services (ts) explained that the most likely hypothesis is that the device was at a current bin edge and was switching between them. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.